Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: (B)(4). Case subject: npi error code 571.6241 on 8300 unit. Account name: (B)(6). Account #: (B)(6). Asset name: 8300 etco2 module, v8 (B)(6). Patient or user involvement: no. Patient or user harm: no. Case description: tech called in for help on 8300 unit serial # (B)(4). Case resolution: per tech when power unit on he gets error code 571.6241 on etco2 unit which has to do with the ecto2 board will need to replace the etco2 board on unit. Tech thank me for my assist.